Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's stimulator wouldn't come on after the recharging. The patient potentially fell, as they had a bruise. An impedance check was performed and number 2 electrode was out of range. The patient was reprogrammed to avoid that electrode and good stimulation was reestablished. No further complications were reported or anticipated.